Manufacturer narrative:
Information was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: neither x-rays or operative notes were provided. As such, surgical technique cannot be reviewed. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that pt was revised due to femoral loosening.